Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: (ipg) implanted: (B)(6) 2010. Product ID 407645 implantable pacing lead implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported the right ventricular (rv) lead was fractured due to subclavian crush at the first rib and clavicle. The rv lead was partially removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #analysis information --(B)(6) 2014 14:19:58 cst pli# 30 product ID# (B)(4) the device was returned and analyzed. Analysis information -- (B)(6) 2014 14:19:58 cst pli# 20 product ID# (B)(4) the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo, the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo, product ID: (B)(4) the proximal portion of the right ventricular (rv) lead was returned and analyzed. Analysis revealed that the proximal conductor developed a fracture at the first rib/clavicle location while in vivo and the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. Product ID: (B)(4) the full lead was returned and analyzed. Analysis revealed the proximal and distal conductors of the lead developed a fracture at the first rib/clavicle location while in vivo and the inner and outer insulations of the lead developed a breach at the first rib/clavicle location while in vivo. Concomitant medical products: product ID: 407645, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014. Product ID: (B)(4), serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014. (B)(6). (B)(4).

Event description:
It was further reported that the right atrial (ra) lead was removed prophylactically.

Manufacturer narrative:
Product event summary: the proximal portion of the right ventricular (rv) lead was returned and analyzed. Analysis revealed that the proximal conductor developed a fracture at the first rib/clavicle location while in vivo and the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo.